Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and confirmed the reported issue. The customer was this could be caused by one of the solenoids on the side of the flow sensor module not working. The customer was requested to verify the contact pins from the solenoids are properly connected to the data acquisition (da) board. The fse performed follow up efforts on this issue and the customer confirmed replacement of the solenoids resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit displayed a proximal pressure auto zero failed. There was no patient involvement at the time the issue was discovered.